Manufacturer narrative:
The dermatome was not returned for evaluation (as per reporter, product not available) ; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: product ID - air model c (head). Serial number - (B)(6). Incident date - (B)(6) 2020. Skin or graft site - harvest split thickness skin graft l thigh. Was another graft site required? Yes. Extension of the injury. Laceration required sutures.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the dermatome caused a full thickness (5cm) laceration during skin graft "harvest" requiring repair. No additional information was provided after several attempts.